Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, during total knee replacement surgery, while drilling with apex pin, it broke. Estimated 0.5mm broke and was left in pt's left femur. The surgeon did not try to retrieve it. The surgeon checked the tip of the broken pin, he requested another apex pin to continue the surgery.